Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the healthcare provider saw the patient today and is pretty positive the patient is getting overdosed. The representative asked what would be another reason if the physician had the patient on the same settings that they were on before and the logs were all normal. The patient has been having symptoms that have been kind of off a little bit since the replacement. The provider has already adjusted the dose a few times to try to account for some of the symptoms and is bringing the patient back in tomorrow to double check and wants the representative to go to the appointment if they can be there. A manufacturer representative (rep) called at the appointment the next day to report the patient has been experiencing underdose and overdose and everything in between and there is no explanation. Caller has been reviewing the logs with a couple of others and the physician reviewed the logs and no one can figure out why the patient is currently being overdosed. Caller mentioned that a dye study was done before the pump replacement and another one was done on (B)(6) 2026 and everything was normal. Caller verified that the concentration of the medication was the exact same as it was before the replacement and they changed the concentration last tuesday because the patient was getting underdosed at that time and they have increased the concentration since then but patient is getting overdosed. Caller stated that imaging was done to confirm the catheter placement in the spine and that was normal. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer representative (rep) stating the pump was operating as normal. Additional information was received from the manufacturer representative (rep) stating there was no evidence of an overdose or underdose but the healthcare provider (hcp) did fully replace the patient's catheter.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-jun-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.